Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complainant reported that the patient was implanted with impella rp for pulmonary circulation support. It was reported that the groin site was bleeding substantially from all sites. There was a massive arterial bleed from the pci side. The patient's acts were unreadable, but they received two tightened percloses and two mattress sutures in opposite direction. Manual pressure was held for 30 minutes and an angio seal was placed. Additionally, it was reported that the pump was unable to be explanted. Vascular surgery was called and a perclose cut out was recommended. The skin and vessel were opened and the impella was successfully explanted without the need for surgical repair.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.